Manufacturer narrative:
Per hillrom¿s health hazard evaluation: during usage the pins from the port connected to the facility wall side may become damaged (broken, bent etc). The primary root cause for this is that the communication cable is not properly removed from the wall and secured to the bed frame before transporting the bed. When the communication cable is pulled from the wall at an angle there is a potential for the pins/connector to get damaged. This is an inherent product use case issue (potential misuse) and not a product failure to meet the specified performance requirements. Nurse call systems in accordance with ul 1069 requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse¿s station. What this means is that there is no way for a sidecom® communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. The versacare user manual has the following caution/warning notice: before transporting the bed, make sure that the power cord, hoses, and other equipment are properly stowed. Failure to do so could result in equipment damage. Make sure the patient, equipment, and all lines are securely placed within the perimeter of the bed for intra-hospital transport. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account¿three additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).